Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse potassium chloride 20meq/100ml during patient infusion in the intensive care unit. The pump also failed to alarm upstream occlusion and appeared to be infusing the entire time however, the bag hanging was full. When pump beeped that infusion was complete and the pump volume calculated 100ml infused but zero of the bag had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.